Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set tape did not stick on (B)(6) 2024. Tape did not stick on the 3rd day of insertion. No further information was available.